Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen in clinic due a system controller exchange that their skilled nursing facility (snf) performed because of a yellow wrench. The cite could not see any issues with the controller rather the backup battery (ebb). The ebb was reseated as it still had 31 months left. Log files were sent for review. The event log file captured ebb faults on (B)(6) 2026 starting at 04:33:09. The ebb faults were due to the ebb failing its load-test.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted log files. The controller event log file captured a backup battery fault alarm on due to the backup battery not passing the load test. The load test did not pass due to the unloaded voltage being outside the expected range as compared to the loaded voltage. The backup battery fault alarm remained active until the driveline was disconnected, consistent with the reported controller exchange. The pump operated as intended. There were no other notable events captured on the reported event date in the log files. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The system controller (serial number (B)(6)) will not be returned for further analysis. A root cause for the reported event was not conclusively determined through this analysis. A corrective action was opened to further investigate this issue. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. Section 2 of the IFU, entitled system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.